Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged past 65 percent battery life. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided.